Event description:
The report received from the study indicated that the pt had angina at the one and six-month follow-ups and at the six-month follow-up reported coronary angiography followed by a re-percutaneous coronary intervention (re-pci). The re-pci was done approx three months after the index procedure. The pt had a cypher select plus 2.5 x 23 mm stent implanted in the mid left anterior descending (lad) target lesion during the index procedure. During the re-pci, the pt was found to have a new 70-80% lesion in the right coronary artery that was not treated. The previously implanted cypher select plus stent was reported to be patent with a 90% lesion noted in the proximal lad. Add'l info obtained indicated that the proximal lad lesion was a 90% peri-stent restenosis (within 5 mm) of the previously implanted stent. The restenosis was treated by balloon angioplasty and implantation of an add'l cypher stent proximal to the previous stent in overlapping fashion.

Manufacturer narrative:
The indication for the index procedure was an acute non-st elevation myocardial infarction (nstemi) with resting ECG changes. The pt was found to have one-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was 30-50% (lvef 30-50%). The pt's pre and post-procedure cardiac enzymes were noted to be elevated. The target lesion was the mid lad. The lesion was reported to be: de novo, 2.5mm vessel diameter, 20 mm length, a 100% stenosis, a chronic total occlusion less than three months (cto<3 months), a moderately tortuous proximal segment, concentric, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 8 atm. A cypher select plus 2.5 x 23 mm stent was implanted at 18 atm. The stent was post-dilated with a 3.0 x 18 mm balloon at 2 atm. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. A satisfactory result was obtained. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.